Event description:
It was reported that during a trial the pt experienced a "ramping" in which the stimulation would increase from 0 to 10 in three to four seconds and then return to the programmed level and proceed to turn off. The stimulation could be felt in the pt's "tailbone" and buttocks and caused muscle spasms. It was determined that the lead had moved, and it was explanted. The pt still was not feeling stimulation in the correct location despite multiple reprogramming sessions.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.